Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the colonovideoscope displayed an e315 unsupported scope error message. The issue was found during maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation and the customer's reportable malfunction was confirmed. Additionally, the device evaluation found the light guide (lg) cover glass was dirty. However, the customer confirmed that the device was not reprocessed prior to sending to olympus for repair, therefore foreign material is expected. Based on the results of the investigation, is it likely that water leakage from plug u caused the deterioration of the printed circuit board, which resulted in the display of e315 error. The suggested event is detectable and preventable by handling the scope in accordance with the following section of the instructions for use: 3.2, inspection of the endoscope. Olympus will continue to monitor field performance for this device.